Event description:
It was reported that a lead break is suspected. The patient received inappropriate shocks. Oversensing was observed. Tachycardia therapy was deactivated. The revision is scheduled in september.

Manufacturer narrative:
It was reported that the lead was capped on (B)(6) 2022. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.